Event description:
It was reported that a "motor stall" was noted after pump interrogation. It was unk if the pt had undergone MRI or if a magnet was used to interrogate the pump. No other info was provided; no pt signs or symptoms were reported. Several attempts have been made to obtain additional info without success. The pt has not been seen by the hcp of record since 2007.

Manufacturer narrative:
(B)(4).